Event description:
Information was received from a consumer (con) via a company representative (rep) regarding patient receiving bupivacaine. The indication use was nonmalignant pain. The patient alleged to have heard a single beep coming from the pump sporadically. The sound was not consistent with the non-critical or the critical pump alarm. The patient was not experiencing no symptoms and pump logs do not indicate that there was an active alarm. The rep was not with the patient. An agent advised the caller to have the healthcare provider (hcp) and the patient explore other possible sources for the sound. The patient recorded the noise they were hearing, and it sounds like the pump critical alarm. The pump had an empty reservoir on (B)(6) 2024 and was filled and updated after that. The pump logs did show the low and empty reservoir alarms. The pump was updated but nothing after that. Agent reviewed that alarm was likely not cleared with the update at refill due to issue with 2.0 software. Agent reviewed steps to silence alarm manually.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.